Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including full functional testing with daily, weekly and monthly self tests without duplicating the report. The error was cleared from the logs. The main board and electrode harness were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.